Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient was not compliant with follow up and had not had any imaging done since implant. The patient was taken to the emergency room with symptoms of a myocardial infarction. Patient's blood pressure was low and a CT scan was done. The CT scan showed expansion of common iliac arteries from 14 mm to 15 mm in diameter at time of implant to over 20 mm, with bilateral distal type I endoleak. The stent graft appeared to have lost seal and pulled up towards the abdominal aortic aneurysm. Blood appeared to be present in abdomen. The physician decided not to proceed with flared graft extensions, because the physician believed the patient was not likely to survive their recent myocardial infarction. Patient was given comfort care, however, the patient expired on the same or the following day. Per the physician, the patient died from a myocardial infarction and low blood pressure.  The physician was unsure if the rupture or myocardial infarction occurred first.  Per the physician, the cause of distal type I endoleak was due to disease progression and enlargement in the common iliac arteries. The common iliac arteries grew larger in diameter than the stent grafts that had been placed in them two years prior. Films review and analysis: review of returned cta¿s pre-implant were non-contrast; unable to accurately measure any anatomical features and assess the amount of thrombus. The proximal neck appeared moderately angulated with areas of calcification in the neck and aaa. The max aaa diameter was 7.5cm. The distal aorta and iliacs were moderately calcified. Angio images during implant revealed that the proximal neck was angulated approximately 70deg r-l. The left iliac artery flow lumen diameter ranged from 7-12mm and appeared to have significant thrombus. The right iliac flow lumen diameter ranged from 6-10mm. The bifurcate was brought up from the left side and implanted within 1cm below the renals, within the angulated proximal neck. The contra limb was implanted into the right common iliac artery, and a limb was implanted extending approximately 2cm from the ipsi limb. Final angio showed no endoleak or other stent graft issues. Cta¿s from 2 years post-implant revealed that the bifurcate was positioned just below the lowest left renal artery, within the angulated neck. A stent was seen placed within the contra/right limb. Bilateral distal type I endoleaks were seen on each limb due to lack of distal sealing apposition at both distal iliac limbs. The right distal limb measured 17mm and the iliac artery ID at that location was 19mm. On the left side, the left distal iliac stent graft od measured 16mm and the iliac artery ID was approximately 20mm. The max diameter aaa was 7.9cm and both limbs were patent. The cause of the bilateral distal type I endoleak appeared likely due to disease progression.

Manufacturer narrative:
(B)(4).